Event description:
It was reported that the patient had impaired wound healing. The ipg incision site was not closing since the implant procedure and fluid discharge was noted. The incision site was cleaned out and closed. The device remains implanted and no malfunction was suspected.